Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in a 27-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and allergy to metals had resolved and the depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Most recent follow-up information incorporated above includes: on 10-jan-2020: plaintiff fact sheet was received. Lot number were added. Event added from pfs- mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), she did not undergo essure confirmation test. And previously reported event- psych injury updated to event- depression. Events onset date, concomitant drug were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in a 27-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2015 to (B)(6) 2015, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and allergy to metals had resolved and the depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether undergone essure confirmation test. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), allergy to metals ("nickel allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and allergy to metals had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury to herself¿ was updated to more specified events¿ pain: pelvic, pain: abdominal, nickel allergy and psych injury¿. Reporters, demographics, indication (amended), essure removal were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.